Event description:
I have developed a skin rash on my eyelids and legs. I have difficulty taking a hot shower since I had my mom implant placed in my r hip. My eyes are too sensitive to warm water. I have to use eye drops to control my rash and itching in my eyes. My eyesight has also drastically diminished over the past yr. My hearing has also been affected.